Manufacturer narrative:
Analysis was performed on the returned device. The reported ¿felt funny¿ was observed as a guide kink based on the returned device condition. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It should be noted that the instructions for use states that the perclose proglide smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery and vein access site of patients who have undergone diagnostic or interventional catheterization procedures. In this case, it is unknown if the closure site location contributed to the reported difficulties. The reported event appears to be related to inadequate skin incision to accommodate outer diameter of device such that the guide was kinked during device insertion attempt. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Additional information received: the third proglide attempted separated into two pieces.

Manufacturer narrative:
(B)(4). The device was received. Investigation has not yet begun. A follow up report will be submitted with all additional relevant information. The two additional proglide devices referenced are being filed under separate medwatch report numbers.

Event description:
It was reported that an arteriotomy closure of an axillary artery was attempted using proglide devices with a 8f sheath after a balloon pump removal procedure. Reportedly, during advancement of the first device it "felt funny" and it was then removed. A second device was attempted to be advanced into an 8f sheath outside of the patient to ensure it would work before advancing it into the patient; however, the device snapped in half. The sheath size was then upsized to 9f with the goal to facilitate the insertion of a third device; however, it was difficult to insert and it "broke" before it exited the sheath. Although there was difficulty removing the device, it was ultimately successful. The difficulty came from the interaction with the sheath in place. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.